Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: extremely high glucose. Adverse event report is being submitted due to customer contacting nurse and doctor increasing insulin dose. Polyphagia. Note: follow up call was made on 08-jun-2020, customer contacted her nurse, nurse informed her doctor. The doctor increased her insulin dose. Meter read 97mg/dl non-fasting, stated she is comfortable with the glucose reading. Meter serial number was obtained (B)(4), strip lot number mx4197s. Manufacture expiration date 30-sep-2021, open vial date was undisclosed. Customer stated she had two different vials but could not find the other one. Note: customer stated this morning (B)(6) 2020 meter read 64mg/dl am fasting. States she was shaky, nervous, felt like fainting, and balance was off. Stated she ate and felt better. Customer states a normal range for her is in the 90¿s am fasting. States 64mg/dl was low but that it was an accurate reading and was accurate due to symptoms. Customer feels physically well at the time of call. Note: customer reported another device used in this event and it is reported in MDR #2020-00453. Report 1 of 2.

Event description:
Consumer reported complaint for e-5 error. Customer stated she had obtained the e-5 error with two different vials (reference (B)(4)). At the time of the call the customer reported symptoms of excessive thirst, frequent urination, and excessive hunger; medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 26-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call on 22-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.